Event description:
It was reported that this patient's pacemaker showed interrogation difficulties, it could only be interrogated with a wand. However, this was caused because the radiofrequency mode of the device was turned off. In addition, the right atrial (ra) lead showed intermittent capture, and the right ventricular (rv) lead also showed intermittent capture with muscle stimulation after capture thresholds decreased. Numerous v episodes with noise were noticed. This patient is therapy dependent, and not a single right ventricular automatic threshold (rvat) has been made since the day of implant due to a combination of low evoke response and no data collected. The rv pacing impedance was irregular within normal range, ranging down from 500 to over 1000 ohms. Technical services (ts) reviewed some of the recorded episodes and noticed one with over 6 seconds of oversensing and possible rv pacing inhibition, the noise looked myopotential and does not allow to see any underlying rhythm. An echocardiogram was performed, and it was noticed that the rv lead had perforated the heart wall. Subsequently, the rv lead was explanted and replaced with two epicardial leads. No integrity or positioning issues were found with the ra lead and remains in service. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.